Manufacturer narrative:
30-nov-2017 product investigation results: reporter returned product on 02-nov-2017. The result of the analysis done with the consumer return showed that wear led to the reported issue. No manufacturing fault identified.

Event description:
Almost choked [choking sensation]. The end of the brush came off in his mouth - oral-b brushhead [device breakage]. Case description: a wife reported spontaneously via e-mail on 14-sep-2017 that her husband of unspecified age had been using an oral-b rechargeable toothbrush, version unknown for many years, and twice now while he was brushing his teeth, the end of the oral-b brushhead, version unknown came off in his mouth and he almost choked. The case outcome was recovered. Treatment details: unknown. Relevant history: none reported. No further information was provided. 14-sep-2017 received wife's follow-up e-mail: the wife reported that she would sent he used piece back. The case outcome remained recovered. No further information was provided.

Manufacturer narrative:
Return of product has been requested. Product and lot number not provided by the reporter therefore unable to proceed with product investigation at this time. Full evaluation will occur upon receipt of returned product.

Event description:
Almost choked [choking sensation]. The end of the brush came off in his mouth - oral-b brushhead [device breakage]. Case description: a wife reported spontaneously via e-mail on (B)(6) 2017 that her husband of unspecified age had been using an oral-b rechargeable toothbrush, version unknown for many years, and twice now while he was brushing his teeth, the end of the oral-b brushhead, version unknown came off in his mouth and he almost choked. The case outcome was recovered. Treatment details: unknown. Relevant history: none reported. No further information was provided. On 14-sep-2017 received wife's follow-up e-mail: the wife reported that she would sent he used piece back. The case outcome remained recovered. No further information was provided.